Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 16643672 / 16733433

Event description:
It was reported that the patient was receiving a lot of stimulation in the ribs and abdomen despite reprogramming. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg and leads were replaced, and the new system was implanted in a different level to better target pain areas. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.